Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information to reset the pump, and after successfully resetting it, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared.